Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the bluetooth icon on the receiver started blinking and would not pair with the transmitter. No medical intervention was reported. Additional event or patient information is not available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A pairing test was performed with a known good transmitter and failed. A voltage test was performed and passed. There was no data log available to review. The reported event that the bluetooth icon on the receiver started blinking and would not pair with the transmitter was confirmed. The root cause was determined to be a defective transmitter.